Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The field service representative checked the touch screen (uim) in all areas of the panel and found no issues. The touch screen (uim) was calibrated several times with no issues. The fsr performed the operational verification procedure (ovp) and the extended systems test (est) which passed. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. Any additional information received regarding this complaint will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim touch screen on the avea ventilator is not responding to touch and is frozen. The customer stated there was no patient involvement.